Event description:
Rn on nights inserted feeding tube; when x-ray came back it showed that the tip was bent; rn tried 2 additional times to insert, but with x-rays showing tip was bent. Rn investigated further and noticed that the guide wire does not go to the tip of the feeding tube; and that the tube was bending where the guide wire ends. No harm to patient.